Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.2, lab: 2.2. Inratio result done at 1:10 pm. Venous sample resulted at 2:23 pm.